Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer rebooted the device and attempted recovery, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer inspected a full height drawer (nonmatrix) and found that the pyxis bus connection was almost fully unseated. Significant debris was also observed on the drawer and at the bottom of the cabinet. The drawer was fully removed for cleaning purposes. After reassembly, the device was rebooted, diagnostics were performed, and the drawer was successfully recovered. The customer then tested the drawer within the application and verified proper operation. The system functioned as intended after the field service engineer repaired the device.